Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. No damage / malfunction was identified with the implant that would cause or contribute to the reported event. Measurements match drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 1247116. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1247116 for similar events and no other complaint was identified. The customer did submit three (3) x-ray images for the reported event. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are customer error ¿ inadequate treatment planning. Therefore, based on the available information, device malfunction did not occur. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). G4: additional PMA/510(k) number ¿ k101880. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #14 was removed from the palatal socket. The implant was placed in the palatal socket because this is where the most dense bone was located. The patient returned expressing concern over the position and felt that the crown will be bulky. The doctor explained that the decision making to place the implant in the position was based on the most dense bone available & its not uncommon that the implant will be placed in the palatal root position to the center of the alveolus in the maxilla. The doctor did validate that the implant certainly is positioned palatal but not to the point where it would be detrimental for restoration. It was very important to the doctor that the patient be satisfied with the work done and therefore was happy to back the implant out and place a bone graft and allowing several months of healing prior to replacing it.